Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 517 mg/dl. Customer addressed the elevated blood glucose by delivering a correction bolus via the pump and resolved the occlusion by changing the infusion set and cartridge and resuming insulin. No assistance from a third party was required.